Event description:
It was reported that the lead was cut and capped due to a suspected lead malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned for analysis. External insulation abrasion was noted at 16.0-16.4cm from the proximal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion under the svc shock coil was noted at 2.0-2.2cm from the proximal end of the svc shock coil. The etfe coating was intact at these locations.